Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver being stuck on the initialization screen. The receiver was opened and the ui pcba was detached and the receiver was downloaded. The receiver log was reviewed finding no error related to the complaint. An internal visual inspection was performed and passed.